Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. Stylet insertion test found obstruction/ restriction at the distal region of the lead. After cutting the lead at stylet obstruction/ restriction region to examine the condition of the inner coil, the inner coil was found to be clogged with blood/ body fluids. The cause of the reported event of failure to advance stylet was isolated to the inner coil clogged with blood/ body fluids.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right atrial (ra) lead was initially positioned in the ventricle as a temporary pacing lead while the right ventricular (rv) lead was being implanted. After successful rv lead placement, the physician attempted to reposition the ra lead in the atrium. Upon repositioning, the physician over-torqued the ra lead helix by rotating it in the incorrect direction and the physician had difficulty advancing the stylet through the ra lead. Multiple stylets were attempted but could not be advanced due to resistance. The ra lead was not used and replaced. The patient was discharged following the procedure.